Event description:
It was reported that a large volume folfusor filled with levobupivacaine was found to have particulate matter in the balloon. This was noticed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection on the device noted a solid white particle approximately 1.98 mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.